Manufacturer narrative:
One imp, tsv, mcol mg,3.7mm,13m (tsvmb13) was returned for investigation. However, an unknown healing abutment was reported but not returned. Visual evaluation of the as returned product identified signs of use and wear within the internal drive feature. The collar was slightly damaged possibly during removal. Functional testing was performed using an applicable in-house healing collar. The healing collar could not seat fully into the implant. No pre-existing condition was noted in the per. The devices were intended for an unknown tooth location. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review for the lot (1245625) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be conducted for the unknown healing collar since the lot number was unknown. Complaint history review was performed for the reported lot number (1245625) for similar events and no other complaint was identified. However, complaint history could not be reviewed for the unknown healing collar since the lot/item number was unknown. Based on the available information, the healing collar malfunction could not be verified since the product was not returned. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that following the insertion of the implant, inability to screw the healing abutment. The implant was removed due to does not seat. Tooth location not reported.